Event description:
It was reported that during a meniscus repair, the t2 anchor did not deploy. Additional information received indicating that the t1 anchor deployed properly and after the failure of t2 deployment, the surgeon cut and removed t1 from the patient. Another fast fix device was used to complete the procedure.

Manufacturer narrative:
Upon receipt, t2 was found to not have been fully advanced. Product evaluation: one ultra fast-fix ab assembly - curved was returned for evaluation of the reported complaint mode, "t2 won't deploy". T2 was found to not have been fully advanced, when received. T2 was able to be advanced and deployed, during testing per design intent of the device. The root cause of the reported failure is not fully advancing the trigger during use. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).